Event description:
It was reported intermittent occlusion alarms occurred that have increased in frequency. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy.